Event description:
It was reported that during a lung resection procedure, the device delivered some rows of staples and a partial cut line. The instrument locked in place and would not open. The surgeon cut out the device. There was no pt consequence.